Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a cecum biopsy procedure. According to the complainant, during the procedure, a jaw tooth came off and was retrieved by way of scope suction. The account confirmed that no remaining device fragments remained inside the patient. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was found to be broken. Functionally the device opened and closed as intended. The condition of the returned incident device was consistent since the unit returned presented the needle tail broken, therefore the most probable cause of the failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Patient identifier, age and weight are unknown. Event date is unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a cecum biopsy procedure. According to the complainant, during the procedure, a jaw tooth came off and was retrieved by way of scope suction. The account confirmed that no remaining device fragments remained inside the patient. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event.